Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced on (B)(6) 2018 a blood glucose of 28.6mmol/l, with large ketones, associated with an alleged time and date issue. Reportedly, the patient remained hospitalized at the time, and was treated in the emergency room with intravenous fluids. During troubleshooting with customer technical support, it was revealed the time and date reset to default when the battery was removed for less than 24 hours. It was also alleged the pump was not delivering insulin correctly due to the time and date issue. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed a time/date rest to default setting after a power on reset. The time/date was not corrected after power on reset and the pump continued to run on the default setting. The pump was exercised for 24 hours and after 24 hours the battery was removed for 6 hours. Testing confirmed when the battery was reinserted after 6 hours without power the time /date reset to default setting. No power on resets occurred during testing. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.